Event description:
In (B)(6) of 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that invalid impedance was observed on the extension's contacts and it was discovered that the extension was broken. The device was explanted and replaced.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The extension was visually inspected and appeared to be severely kinked with all wires broken approximately 2 cm from the header. The extension failed continuity testing. Stress testing could not be performed due to the broken wires. Conclusion: the cause of the reported complaint is confirmed. As received the extension was severely kinked and all wires were broken. It is unk what caused the wires to fracture. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.